Manufacturer narrative:
The referenced pump exchange and cerebrovascular accident were reported under medwatch MFR report #2916596-2015-00586. (B)(4). Approximate age of device ¿ 11 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016, the patient was admitted to the hospital with a lactate dehydrogenase level in the 600s u/l. The patient's inr was therapeutic at 3.1 with an inr goal of 2.5-3.5. The patient was taking 325mg of aspirin and 75mg of persantine three times a day. The patient was treated with heparin and integrilin and was placed as status 1a for a heart transplant. On (B)(6) 2016, the patient received a heart transplant due to hemolysis and suspected pump thrombosis.

Manufacturer narrative:
The report of suspected pump thrombosis was confirmed upon evaluation of the returned pump. Examination of the interior of the pump¿s inlet tube revealed a deposition of strongly adhered tissue at the proximal edge. Although a specific cause for its development could not be determined, the deposition did not appear to be affecting blood flow through the inflow conduit. Additionally, examination of the proximal side of the outlet stator revealed a tissue-like deposition surrounding the outlet bearing ball. The deposition lacked lamination, lacked denaturing, and was not adhered to the bearing ball and stator blades. Although the deposition did not appear to have originated in this location, its specific origin and a duration in which it was present in the pump could not be determined. The observed depositions would have potentially contributed to the patient¿s reported elevated lactate dehydrogenase levels. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process and the pump operated as intended. The instructions for use lists device thrombosis as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.